Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately eleven days post port placement via the internal jugular vein, an x-ray examination demonstrated that the catheter allegedly fractured near the vascular insertion site of the internal jugular vein. Reportedly, the port body and the distal catheter segment were removed, and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Gross microscopic, visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported fracture and identified material separation issues as a complete circumferential break was noted on the proximal end of the distal catheter segment. The edges were noted to be uneven and surface were noted to be granular. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately eleven days post port placement via the internal jugular vein, an x-ray examination demonstrated that the catheter was allegedly fractured near the vascular insertion site of the internal jugular vein. It was further reported that, the port body and the distal catheter segment were removed and replaced by another device. There was no reported patient injury.